Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during device check, the pulse generator exhibited intermittent ventricular capture. All other electrical measurements were normal. The device was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.